Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device . The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted no abnormalities. The eeprom noted an abnormal error code. The root cause for that error code could not be reliably determined. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a proximal gastrectomy procedure. At the idrive setting for the fourth firing to the stomach, the device did not work suddenly. Replaced another battery. Then they connected the cartridge to the adapter, checked the firing progress indicators and the status indicators worked normally. However, the device did not work at all. Removed from the cartridge from the adapter, however, the calibration did not occur. Removed and reset the adapter, however the calibration did not occur either. Connected the cartridge to the adapter, the device did not work at all. Replaced by a manual handle with the cartridge and the device worked with no problem.